Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2021. Post procedure - after leaving procedure room, the patient complain of some symptoms with hemodynamic changes. The physician suspected an effusion, the patient has been discharged from the hospital, no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of symptoms of hemodynamic changes were reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.